Event description:
It was reported that during lap gastric bypass surgery, the device leaked during the case. They were separated from where the housing is attached to the cannula. They were able to complete the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that only the obturator of the b12lt instrument was received. No leak test could be performed, as the sleeve was not returned. Additionally, during the visual inspection, the lens was noted cracked. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.